Event description:
It was reported to ventec that the device needed service. During evaluation ventec observed that the device rebooted by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting was confirmed. Ventec also downloaded the device's electronic records (system logs) for analysis and observed that it had previously powered off by itself. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.